Event description:
Pt in for consultation. Superior displacement of gel implants. Surgery to remove and replace with gel. Partial capsulectomies. Left explant intact. Right explant rupture with shell in pieces. Replaced with gel implants. Partial capsulectomies. Bilaterally.